Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to defective main board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Corrections: h6 type of investigation, h7, h9.

Event description:
The customer reported to olympus that when the maximum pressure was reached, the insufflator alarmed, and the display turned off. The alarm only turned off when the unit was unplugged. The issue was observed during a diagnostic virtual colonoscopy. The procedure was completed using the same set of equipment after turning the device off and on repeatedly. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's reported allegation was confirmed due to a defective mainboard. No other faults were found. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.